Manufacturer narrative:
(B)(4). Subject remains implanted.

Event description:
It was reported that 1 day post an off-label use procedure of the subject stent to treat an acute stroke, the patient died. There is no additional information available.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the batch remained unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. T was stated in the event description that there was off label use of subject stent, to treat acute stroke. The reported events are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that 1 day post an off-label use procedure of the subject stent to treat an acute stroke, the patient died. There is no additional information available.